Manufacturer narrative:
(B)(4). Cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window noted during visual inspection. The insulin pump passed functional test including prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that the blood glucose had been running low due to the insulin pump delivering too much insulin. She stated that the basal rates had been adjusted. She stated that she had a low blood glucose of 26 mg/dl and was confused and had blacked out. She stated that her husband had treated her with glucose tablets and cookies. She stated that the drive support cap appeared normal. She stated that she was on two medications for her heart. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Nothing further was reported.

Manufacturer narrative:
Additional information has been provided that was not included with the initial report. The additional information has been included with this report. The insulin pump passed volume accuracy test.